Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the analyzer passed all incoming functional tests and bench testing.

Event description:
It was reported there was over sensing on the ventricular channel. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.